Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an arterial srs failure. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.